Event description:
It was reported that the downstream occlusion (dso) sensor seal was bubbled and separated. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. During visual inspection, it was confirmed that the downstream occlusion (dso) seal is separated. Replaced the dso seal and pump passed visual inspection.